Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a power (damaged) issue; cracked battery compartment with intermittent power. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: on examination, the battery compartment was confirmed to be cracked. The returned battery cap was intact and without damage; the battery cap secured to the pump properly. On investigation, the pump powered on with functioning auditory tone and vibration; however, the display screen remained blank. Investigation of the ¿intermittent¿ power issue was not able to be completed due to the blank display screen. Investigation of the display screen issue revealed a failed electrically erasable programmable read-only memory microchip (eeprom).